Event description:
Pt's button was left in for 1 year when dr tried to remove it with traction removal. Could not pull it out, so he cut the tube. Thought pt would "pass the bumper", but did not. The button is still attached to the abdomen after 2 months. Physician said he tried to pull it through the esophagus, but was not successful.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.